Manufacturer narrative:
H.6 investigation summary material #: 367290. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® multiple sample luer adapter that the sleeve fell off and exposed the non-patient end of the needle. This caused blood to leak inside the tube holder. There was no health impact or consequences reported.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® multiple sample luer adapter that the sleeve fell off and exposed the non-patient end of the needle. This caused blood to leak inside the tube holder. There was no health impact or consequences reported.